Manufacturer narrative:
Continuation of medical devices: addr01 ipg implanted: (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead was double counting p-waves due to noise. The ra lead remains in use. No patient complications have been reported as a result of this event.